Event description:
It was reported a tsb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate the jaw would not open after first firing, the surgeon tried to reload the cartridge. A new instrument was used to complete the case. There was no consequence to the patient.